Event description:
It was reported that, prior to a robotic laparoscopic prostatectomy procedure, while the patient was in the operating room, the arm triggered an error message stating, ¿danger: incorrect arm movement,¿ and became unresponsive. The issue was resolved after recalibrating the arm. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic prostatectomy procedure, while the patient was in the operating room, the arm cart assembly triggered an error message stating, ¿danger: incorrect arm movement,¿ and became unresponsive. The issue was resolved after recalibrating the arm cart assembly. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Evaluation of the logs for the arm cart assembly showed an occurrence of an error code for 'failed to maintain position', where robotic arm joint 6 failed to maintain its position. This indicates that extra force may have been put on joint 6, leading to an overdrive condition and consequent errors of mismatch in desired and actual position. This can occur when trying to rotate the endoscope without pressing the proper buttons. The error code triggers a system recoverable inoperable error and a subsystem non-recoverable inoperable error. The error code also reports an error message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". Review of the field service notes indicated that the instrument drive unit (idu) of the arm cart assembly was reseated. The issue could not be reproduced and the system is fully functional. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to instrument drive unit (idu) connectivity issues with the z-slide or traced to robotic arm setup arm (rasa) overdrive. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.